Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Letter from legal representative states that customer was hospitalized with blood glucose of 498 mg/dl. Customer was extremely sick and throwing up and was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for twenty four hours and was treated with insulin drip in intensive care unit. It's reported that customer was not getting insulin and insulin pump failed to alarm "no delivery". No further information provided.